Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding could not conclusively be established through this evaluation. It was reported that the patient was taken back to the operating room (or) on (B)(6) 2021 for a chest closure post heartmate 3 implant on (B)(6) 2021. The patient¿s chest was left open due to bleeding associated with heparin induced thrombocytopenia (hit). The chest was successfully closed on (B)(6) 2021. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6) until (B)(6) 2021, when the patient ultimately expired; the pump was not explanted for evaluation (refer to manufacturer's report number 2916596-2021-02542). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 1 of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 30jan2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's weight has been estimated.

Event description:
It was reported that the patient was taken back to the operating room on (B)(6) 2021 for chest closure post heartmate 3 implant on (B)(6) 2021. The patient's chest was left open due to bleeding associated with heparin-induced thrombocytopenia (hit). The chest was successfully closed on (B)(6) 2021.